Event description:
It was reported that the device failed to detach during the procedure. Analysis of the returned device found that the main coil was detached from the pusher wire as the polyethylene (pet) junction was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Date of event: unk. The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the main coil was detached from the pusher wire. Microscopic examination of the pusher wire revealed that the inner coil was still attached and the pet junction and main coil were not attached. There was some slight evidence of pet on the inner coil. No other anomalies were noted. Based on the limited information available and the investigation findings, it was determined that operational context contributed to the event.